Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/31/2024 it was reported by a sales representative via email that an ar-1588btb-ib tightrope ii btb sutures were broken. The surgeon successfully passed the graft, and the button flipped on the femoral cortex. After the graft was tensioned and the fibertape from the internalbrace was inserted with a swivelock, a look into the joint showed that two sutures were ripped. The surgeon cut the tails remaining in the joint and no harm to the patient was done. The surgeon suspects the sutures failed at the button aperture on the femoral side. The button was left implanted in the patient, and the surgeon decided to forgo using the internal brace feature. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 8/5/2024: this was discovered during an aclr procedure. The case was delayed due to the surgeon having to cut the tapes out from the joint.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.